Manufacturer narrative:
Insulin pump was received with prime alarm during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump had missing end cap sticker, minor scratches on lcd window, cracked display window corner and broken reservoir tube lip.

Event description:
Customer's husband reported that the insulin pump alarmed during the manual prime. The customer also stated that the drive support cap appears to be sticking out. Customer's current blood glucose is 117 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.